Event description:
It was reported that when used on an obese pt, the blade flexes, making it more difficult to visualize anatomy.

Event description:
It was reported that when used on an obese pt, the blade flexes, making it more difficult to visualize anatomy.